Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (bopt4310) was placed too deep; additional surgical/medical intervention was reported as doctor removed the implant and placed a new one more even with the crest of bone.

Manufacturer narrative:
One 3i t3® tapered implant 4/3 x 10mm (bopt4310) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, collar, and drive feature. The product matched print specifications where measured against drawing. The customer has returned images of the implant within the surgical site and its replacement. Following x-ray sme review, it was confirmed that the implant was placed too deep into the patient's maxillary arch, which would require bone removal in order to restore. . A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Therefore, based on the available information, device malfunction has not occurred, however the reported event was confirmed following sme review of the returned x-ray. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.